Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) -year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by physical exam on (B)(6) 2018. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 5/7/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. Also, was noticed several creases on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/27/2018, it was reported to mentor that the patient experienced capsular contracture. As a result, the patient had undergone removal and replacement of saline mentor smooth round moderate profile 350 cc breast implant with saline mentor smooth round moderate profile 350 cc filled to 390 cc, catalog number 3501655, serial number (B)(4), lot number 6970469 on the left breast implant and with saline mentor smooth round moderate profile 350 cc filled to 390 cc, catalog number 3501655, serial number (B)(4), lot number 7508732 on the right breast implant on (B)(6) 2018 as was originally planned. On 03/29/18, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).